Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported the cause was unknown. Issue was resolved by phone.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was that the other night they were sleeping and they knew that the device was on as they could feel the stimulation when they moved around. Patient stated that they woke up with a horrible back ache and after that the stimulation felt a lot stronger. Patient said that it seemed like the stimulation just went ballistic and that they felt the stimulation strongly. Patient then said that when they got up the device just wasn't working at all. Patient reported that they received a system error message 0x5af93d2b; patient confirmed that the message did not have a service code with it. Agent prompted patient to press restart in the app and retry. Patient was using a recharger and a communicator while they were trying to connect and agent advised the patient to only use one device at a time. Patient connected to their implant and saw group a with the stimulation set at 3.8. Agent transferred patient to spinal cord stimulation (scs) agent. Agent attempted a warm transfer but accidently completed transfer prior to reporting alleged events to scs agent. Scs agent took the following history: the reason for call was patient reported they had a terrible back ache and when they turned over the stimulation was very strong. When patient got up the stimulation quit working all together. The issue began sunday after they went to bed or when they woke up in the night. Patient tried to turn everything on and it wouldn't go on. Agent understood this as patient couldn't turn on therapy. During the call patient charged the implant and got 70%. Patient got good connection. Patient stopped the charge and closed all applications. Patient reset the handset and communicator. Patient was able to connect to therapy and group a was set at 5.4. Patient increased therapy and started to feel stimulation. Patient could feel stimulation when they put their head back, and they could feel stimulation in their legs. Agent asked patient if stimulation was helping them and patient mentioned it would probably work now that stimulation was on. Agent advised patient to adjust their therapy and to call their healthcare provider if the issue persisted.